Event description:
New information received notes the patient was asymptomatic. Backup defibrillation therapy was available, the origin of the backup vvi was unknown. A device download was performed successfully. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that backup vvi was observed on the implantable cardioverter defibrillator (ICD). The patient was to be brought into clinic for further evaluation. There were no reported patient symptoms or consequences.